Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 208 mg/dl, 244 mg/dl. The customer reported that the drive support cap was flush. The customer stated that the screw to lock the belt clip in wont tighten. Troubleshooting was performed for damage and. The insulin pump will be returned for analysis.